Event description:
It was reported, the pt has developed a lump about two inches below her lead site. The pt stated, the site does not appear to be infected, but she stated that it hurts. The pt reported, she noticed the lump on (B)(6) 2013, and it has gotten progressively worse. The pt is afraid of turning the stimulation on because, she thinks that there is something wrong with the lead. The pt is pending f/u with her physician.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.